Event description:
The customer alleged that she performed a control test using her contour system and received a result of 14 mg/dl. The normal control range was 99-137 mg/dl. The customer did not have control solution with her at the time of the call, so further troubleshooting was not possible. A new bottle of control solution was sent to the customer for further troubleshooting. No product will be returned at this time.